Event description:
It was reported that the patient presented with chronic contractible back pain status post failed lumbar discectomy. The patient had failed all conservative therapy. The patient was diagnosed with degenerative disc disease l5-s1. The patient underwent l5-s1 anterior interbody fusion using lt- cage and rhbmp-2/acs. Cages were placed bilaterally. Per op notes, the patient tolerated the procedure well and no patient complications were noted. The patient was discharged from the hospital five days post-op. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.